Event description:
Implant was accidently removed during fitting of the loosened healing abutment, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation, preceding/simultaneous bone augmentation.

Event description:
Implant was accidently removed during fitting of the loosened healing abutment, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation, preceding/simultaneous bone augmentation.